Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The implant was found to have shell failure and moderate yellowing. The device was unable to be weighed. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The observed result of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.